Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer awoke with blood glucose of 78 mg/dl and a few hours later at lunch time, her blood glucose increased to 400 mg/dl. Customer administered a bolus and blood glucose was 440 mg/dl. During troubleshooting, it was found that cannula was bent. Customer declined further troubleshooting. Infusion set would be replaced.